Event description:
The customer reported their pt data module (pdm) had an issue with the spring release tab, resulting in the pdm not locking properly. The customer reported the pdm fell out and hit the pt's shoulder. The pt did not require medical attention.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.